Event description:
Port inserted 2/17/95 for use for chemo treatments. The port was used twice for treatment. When attempting to use for third treatment, it was discovered that catheter had become detached from port. Flouroscopy was necessary to remove catheter. Port was then also removed.